Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 238 mg/dl. The customer stated that insulin squirted out of the tubing as if the reservoir is not detecting any resistance. The customer stated that there is a crack on the right hand side of the screen. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarm due to the compromised force sensor system alarm. The pump was received with normal operating currents and passed the unexpected restart test. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a scratched reservoir tube window and a stained end cap sticker.